Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited suspected premature battery depletion. It was noted the left ventricular (lv) lead had a high pacing threshold. The crt-p was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.